Manufacturer narrative:
Analysis of the returned uphold lite mesh assembly revealed that there is blood residue on the proximal end of both sleeves, on the mesh assembly. The suture on the blue dilator is broken and the dart was not returned. The suture measures 5.5 mm. The blue dilator is bunched and torn. Bunching and tears measure 5.0 mm. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior vaginal vault repair with prolapse repair procedure performed on (B)(6) 2014. According to the complainant, after multiple throws with the capio slim the suture broke. The bullet was retrieve within the capio slim cage. The procedure was completed using another uphold (tm) lite with capio slim with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great and with no issues.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior vaginal vault repair with prolapse repair procedure performed on (B)(6) 2014. According to the complainant, after multiple throws with the capio slim the suture broke. The bullet was retrieve within the capio slim cage. The procedure was completed using another uphold (tm) lite with capio slim with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great and with no issues.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned capio slim device confirmed no visual failures were found. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior vaginal vault repair with prolapse repair procedure performed on (B)(6) 2014. According to the complainant, after multiple throws with the capio slim the suture broke. The bullet was retrieve within the capio slim cage. The procedure was completed using another uphold (tm) lite with capio slim with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great and with no issues.